Event description:
The customer contact reported the device powered down and back on independently. It was reported that at an unspecified time on (B)(6) 2014 during an unspecified infusion the device powered down and then powered back on independently without an audible alarm. A replacement device was available and utilized to continue treatment. No info was provided; therefore, specific pt info, pump programming, or event details were not available. The pt did not experience any adverse event or delay of therapy and did not require any medical interventions as a result of the reported event. During testing at the user facility, it was reported the device passed all testing but then turned itself back on. No add'l info was provided.

Manufacturer narrative:
The device was received (B)(4) 2014. Testing and investigation found the device power button had to be pressed several times before the device would power up. During the keypad test the device powered off and then on and alarmed e437 (software failure). The probable cause was due to a broken keypad. This report represents all the info known by the reporter upon query by hospira personnel.